Manufacturer narrative:
The investigation has been completed. The product was returned for investigation. The console was tested. The console was missing the purge flag. During data analysis, the console repeatedly was unable to detect purge discs after the case started. The cause of the issue was determined to be a missing purge flag.

Event description:
The user facility reported that during impella cp support for patient, the automated impella controller (aic) did not recognize the purge disc. Therefore, setup was unable to be completed. The purge cassette was exchanged and the console was reset but the issue did not resolve. The pump was unable to be used as there was no backup controller available. There was no reported patient harm.